Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use states ¿do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur.¿

Event description:
On (B)(6) 2018, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu343415j/17446469) as part of a thoracic endovascular aortic repair. During the procedure, the left subclavian artery was embolized, and the conformable gore® tag® device component was implanted at the distal origin of the left common carotid artery. Resistance was reportedly felt upon withdrawal of the delivery catheter, and the physician believed that the tip was caught at the edge of the introducer sheath. The report states that an attempt was made to retract the delivery catheter into the sheath with additional force; as a result, the tip of the delivery catheter detached from the catheter body and remained on the guide wire. The physician was reportedly able to pull the guide wire and retract the tip of the delivery catheter from the patient through the sheath valve. The procedure went forward to completion without any further reported complications. The patient tolerated the procedure. It was reported that a kink was observed in the introducer sheath when it was removed. It was believed that the tip of the delivery catheter may have been caught by the kinked portion of the sheath. It was also reported that the patient¿s access vessel was extremely tortuous, making it difficult to insert the sheath into the patient.